Event description:
This information was reported as a customer complaint. Vasoseal was used following a pta of left iliac. The right femoral artery was accessed with some difficulty. Post-procedure patient presented with rlq pain radiating to right lower back. Patient went to or where he underwent an evacuation of right retroperitoneal hematoma.